Manufacturer narrative:
The reported event of charge time out was reported to abbott and not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.

Event description:
Additional information was received that the patient was stable with no adverse consequences, and the device was replaced to resolve the event.

Manufacturer narrative:
Estimated event implant date: the estimated implant date is in 2024.

Event description:
During an in-clinic follow-up, an alert for charge time limit reached was noted on the device during manual capacitor maintenance test. The device was explanted to resolve the event. The patient was stable.